Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced a disconnection during an unspecified therapeutic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: color bar is displayed. Pixel defect due to image capture failure. Connector deformation. Corrosion of the electrical contacts. Corrosion of the free lock lever. Corrosion of the scope mount corrosion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: disconnection problem not detected. Additional findings causes were not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.